Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced an electrical reset. The ICD reset itself and no programming was necessary. The ICD remains in use. No patient complications have been reported as a result of this event.